Event description:
The end-user reported he developed a red, weepy rash in the pubic area and under seventy percent of the lower wafer while visiting the (B)(6) for a month. He reported the itching occurs only in the pubic area and not under the wafer.

Manufacturer narrative:
The end-user was seen by the wound, ostomy and continence nurse (wocn) and treated with tinactin (tolnaftate) and an unknown skin prep for one and one-half (1 1/2) weeks. The end-user uses (B)(6) soap. No improvement was seen. A shower, stomahesive powder, and a protective skin barrier were discussed with the end-user. He was referred to a dermatologist. Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
The product associated with batch 4b02924 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).